Event description:
Overdelivery due to misprogramming reported. The pump was in homecare use to deliver dobutamine on a 12 hours on/12 hours off schedule. A container of 355 mg/177ml of solution was to be programmed at 165.6 mg over 12 hours (13.8mg/h or 6.9ml/h) followed by a kvo (keep vein open) of 1ml/h for 12 hours, then the cycle was to repeat. The pump inadvertently set for a 12 hour cycle, every 12 hours which correlates to a continuous program.the pump delivered a continuous dose of 355mg over 24 hours as programmed.the patient did not experience and adverse effects. The physician changed the order the following day to deliver continuously at 13.8 mg/h. No additional information was available.